Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. Additional product codes: hsz, gff, hwe. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in saudi arabia as follows: it was reported that on an unknown date, the patient had a total hip replacement that was complicated by infection at another facility. The patient presented to the hospital afterward and was diagnosed with infection and inflammatory reaction due to internal joint prosthesis. The patient underwent removal of failed arthroplasty, debridement, and introduction of a spacer. Towards the end of the surgery, an x-ray of the femur was taken and it was found out that there was a broken drill bit inside the intramedullary canal of the femur. The surgeon estimated that about 4 hours was spent on the case. The patient had revision of the total hip on the 18th of an unknown month in 2022, at which time the tip of the broken drill bit was removed, adding about one hour to the case. The surgery was uneventful without any complication. The patient was discharged on non-weight bearing ambulation. This report involves one 2.5mm drill bit/qc/gold/110mm. (B)(4) is related to (B)(4). (B)(4) captures infection. (B)(4) captures revision surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.250 lot: 7833021 release to warehouse date: 23 apr 2012 expiration date : na supplier: na manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was a two stages total hip revision, they removed implants first time because of infection and put spacers , later on during removal of spacers they used drill bitt 2.5 mm to remove the cement spacers which was broken then ; the drill bitt has been in the hospital for over 6 years . It happened during removing of spacer to implant the 2nd total hip system , they wanted to remove the cement spacer so they used the drill bitt to do so and it broke during this procedure of spacer removal.